Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. The device inspection found ceramic insulation comes off. Based on the results of the investigation, the reported issue was caused by a component failure of the inner sheath, and the cause of the damage is likely deterioration over time. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end black section of inner sheath came off. The issue occurred at reprocessing of the subject device. There were no reports of patient involvement.